Event description:
It was reported that, "on april 26, the heparin cap was inserted, and on may 2, the heparin cap was found to be broken in appearance, and the heparin cap was immediately replaced. The patient's right upper limb catheterization has not been subjected to external force, violence and other factors."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.